Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes loose and one actually broke off [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 29-jan-2017 that the last lot of oral-b brushheads, version unknown that she purchased may have had a fault as the brush heads became loose and one actually broke off. The consumer stated that she had an oral-b rechargeable toothbrush, version unknown and always used the oral-b brush heads. No symptoms developed. On 31-jan-2017 received consumer's follow-up e-mail: the consumer reported that she purchased the oral-b precision clean brushheads and there were 4 in the pack. No further information was provided.